Event description:
As reported via ansm report ((B)(4)): as reported, the patient underwent bilateral inguinal hernia repair on (B)(6) 2013 with implant of two bard (flat) meshes. Date of occurrence: (B)(6) 2026. Description of the incident: postoperative pain following double inguinal hernia repair". Operative report medical history: 24-year-old man, very athletic, presenting with bilateral inguinal hernia. Decision made in agreement with the patient, who was informed of the benefits/risks of laparoscopic surgery with bilateral plate placement. Procedure: bilateral inguinal hernia laparoscopy plate. Open laparoscopy above the navel allowing the introduction of a blunt trocar under visual control and the creation of a capnoperiitoneum at 12. Introduction under visual control of a 5 trocar on either side of the midline outside the rectus abdominis. There are two external oblique hernias. The technique will be the same for both sides. Horizontal peritoneal incision 2 cm above the orifice. Release of the cord elements and both sacs. Placement of a large bard plate, which is fixed to the pubis with two absorbatack staples. On the left, the large sac will be secured with an absorbatack. Peritoneal closure with two vicryl 3/0 sutures. On the right, closure of the sac with a vicryl suture and absorbatack stapling of the external part of the plate. Hemostasis checked. Exsufflation. Closure of the 10 mm incisions using vicryl 0 sutures. Intradermal monocryl sutures on the skin incisions. No intraoperative incidents. Exact number of compresses and needles. Current patient status: I underwent surgery in 2013 for a double inguinal hernia. Since then, my lower abdomen between my navel and pubic bone has been constantly swollen. I think I have a lot of adhesions due to the mesh that was inserted, which over time is increasingly disrupting my intestinal transit. Standing still is uncomfortable, as I feel like my internal organs are not being held in place by my abdominal muscles. I constantly pull my stomach in when standing to avoid the feeling of swelling. My lower abdomen becomes painful after every meal, with a feeling of inflammatory swelling that spreads to my stomach. I have to lean on my lower abdomen to completely empty my bowels. Sometimes I experience pain in my testicles and loss of erection. If I exert myself too much, I experience nerve pain in my groin. Actions taken in the healthcare facility to treat the patient: nr. This file represents bard flat mesh (device 2).

Manufacturer narrative:
As reported, patient had experienced nerve pain in groin, adhesions, disrupted intestinal transit, constant swelling, abdominal pain, pain in testicles and loss of erection post implant of bard (flat) meshes. Based on the information available to date, no conclusions can be made as to the degree to which the implant may have caused or contributed to the patient's reported postoperative complications. Adhesion and pain are listed in the adverse reactions section of the instructions-for-use supplied with the device as possible complications. No lot number has been provided; therefore, a review of the manufacturing records is not possible. This MDR represents the bard flat mesh (device 2). An additional MDR was submitted to represent the bard flat mesh (device 1). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.